Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. The instrument failed the intuitive motion test. Imprecise motion was observed. Additional findings : the instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.46mm offset at the tips. The grips did not show cracking damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, a prograsp forceps instrument was not responding to movements. When the surgeon got it working it was not handling tissue correctly. A new prograsp was opened and used for the remainder of the case. The procedure was completed with no reported injury. On 06-nov-2025, the following additional information was obtained from the initial reporter: the prograsp forceps instrument would not open properly. One jaw would move and the other wouldn't. When it did work, the prograsp would not hold on to the tissue like it should. Movement was haphazard. No uncontrolled motion was noted, and there was no tissue entrapment as a result of the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.